Event description:
Related manufacturer reference number: 2017865-2022-45288 it was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of leads, it was noted that the right atrial (ra) lead was dislodged. Chest x-ray confirmed dislodgement. The physician brought the patient to the lab for ra lead reposition. While attempting to reposition the ra lead, the insulation on the right ventricular (rv) lead was breached. There was low pacing lead impedance, lead noise and loss of sensing on the rv lead due to insulation breach. The ra lead was repositioned and the rv lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition throughout.